Event description:
It was reported that the cartridge was leaking from the o-ring. It was also reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose (bg) level was "high", although specific value not provided. Customer addressed bg level via correction injection via manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.